Event description:
Two burn blisters, diameter of about 2.5 cm - 3 cm [burn second degree]. Case description this is a spontaneous report from a nondispensing chemist (non-chcp). A male patient of an unspecified age and ethnicity received thermacare heatwrap; (thermacare lower back and hip) (lot number: 11540) on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps; (thermacare heatwraps) on an unspecified date in 2014 for an unspecified indication. On an unspecified date, the patient experience 2 burn blisters, despite placing the heatwrap over an undershirt. The blisters had a diameter of about 2.5-3 cm. Action taken in response to the event was unknown. Therapeutic measures included self medication of unspecified ointment and (B)(6). Clinical outcome of the event was unknown.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Follow-up (04jul2014): follow-up attempts completed. No further information expected. Follow-up (15may2014): this follow-up report is being submitted to amend previously reported information: upon reassessment, it was determined the event burn blister was an injury/deterioration in health that necessitated medical or surgical intervention to preclude permanent damage or permanent impairment of a body function/structure. Company case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.